Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer has had two events where the insulin in the reservoir was not the same as display on the insulin pump. Customer was advised to check current reservoir and stated it was the same. Customer was advised to monitor the device and call back when issue occurred. Customer's blood glucose was 288 mg/dl. No further information reported.